Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 2.8, nurse's meter inr: 5.0, lab inr: 4.5. Time between all testing about 2 hours. Meter brand is unk, but finger-stick method. Pt had a stroke on (B)(6) 2012. The dose of coumadin was increased. Pt self tester's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.